Manufacturer narrative:
Date sent to the FDA: 07/26/2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and xenform were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia and other. It was reported that on (B)(6) 2009 the patient underwent mesh revision due to bladder leakage. (B)(4).